Event description:
Event description guidant received information that this implantable endocardial lead exhibited non-reproducible noise leading to oversensing and an inappropriate shock. In addition, rate/sense impedance measurements have been increasing gradually over the years and are now at over 3000 ohms. Other lead measurements were appropriate.